Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), the liberte monorail coronary stent struts appeared deformed during device insertion. The lesion was located in the calcified and tortuous left anterior descending (lad) coronary artery. No patient injuries or complications were reported. The procedure was completed with another of the same device. Patient status is listed as "good." Further information has been requested, but has not been received.